Event description:
The peripheral vascular account manager reported that an inthrill catheter wire broke outside of the body while cleaning. A new catheter was opened, and the case was completed without issue. There was no injury or patient interaction with the broken catheter.

Manufacturer narrative:
The device has not yet been returned for evaluation. Upon completion of the analysis a follow up report will be submitted.

Event description:
The peripheral vascular account manager reported that an inthrill catheter wire broke outside of the body while cleaning. A new catheter was opened, and the case was completed without issue. There was no injury or patient interaction with the broken catheter.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was not returned thus the failure mode was not confirmed through failure analysis. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. There was no patient harm; however, the information reasonably suggest that the device has malfunctioned and that if this malfunction were to recur it may cause or contribute to a death or serious injury. Device labelling warns against advancing and retracting the device in the presence of excessive force, as it can cause device damage.